Event description:
The patient reported that the therapy being higher than expected has mostly been taken care off; however, it still needs small adjustments. The patient was reprogrammed and is testing the new programs for one week to see if they notice better results. X-rays were also taken.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that the cause of the stimulation output being turned up unexpectedly was the ¿internal settings needed adjustments after receiving a refurbished controller. The one setting wasn't correct.¿ the patient stated that they were not sure of the steps taken to resolve the stimulation output being turned up unexpectedly, but noted that it was ok now. They stated that their rep made adjustments which were working so far. The issue had been resolved. They indicated that if there was any change they would notify their rep. The patient reported that the rep did a great job, which was much appreciated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient's therapy today was higher than they had expected in their legs. The patient went to adjust therapy, but their patient programmer would not come on. It was reported that right away when the patient received their patient programmer they only had group c with 1 program that was programmed when the patient had group a, b, and c. The patient could not get the program to work but all they had was one program for their right leg where it would not be affected because there was no pain or anything. The patient stated it seemed like it was working then all of a sudden the patient bent down on the toilet and was in that position for under 5 minutes, the patient got up and the patient received a blast of signal that about knocked them down and it did that for 1 to 1.5 minutes. The patient stated it had been doing that for the last 4 days and sometimes it was really bad. The patient felt it from both legs and everything from the waist down. The next time the patient got into that position or sat or got into the sitting position it seemed like they were receiving a full blast of what it could get on, stimulation intensity. In regards to the programmer replacement the patient did not know if they were sent a new one or a refurbished one but they wanted their old one back because the event scared the patient.